Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient had a sudden change in coverage and break through pain. It was reported that the patient had excellent coverage and pain relief for the first few months after implant in (B)(6) 2017, but now they were having poor coverage and a lack of pain relief. The patient described the pain as being constant. The patient stated that it was hard for them to stand or even sit for extended periods of time due to the pain. It was reported that the patient met with a different manufacturer representative on their previous visit and 3 groups were created for the patient to try at home. The patient reported that none of them were successful at alleviating their pain. An x-ray was taken and no lead migration was observed. However, it was possible that there may have been some posterior migration and it could not be confirmed by the x-ray. It was noted that the patient is a very active person. More reprogramming was performed on (B)(6) 2018 and a group was created that provided some bilateral leg coverage. The coverage was not ideal for the patient¿s pain pattern, which was 80% back, 20% leg, but the patient was satisfied with the leg coverage. Additional information was received from a manufacturer representative regarding the patient. It was reported that the cause of the change in coverage and lack of pain relief was not determined. All of the manufacturer representative¿s attempts at reprogramming were unsuccessful at providing good coverage or pain relief. The lack of pain relief has not been resolved at this time. The patient was referred to a neurosurgeon to discuss options. The date of the appointment is (B)(6) 2018. Additional information was received from the manufacturer representative. It was clarified that the change in coverage was gradual over the last two months. The patient was scheduled to meet with a manufacturer representative on (B)(6) 2018 to potentially schedule a revision. Additional information was received reporting that patient was scheduled to see their healthcare professional on (B)(6) 2018. Additional information was received from a manufacturer representative (rep). It was reported that the patient cancelled her appointment on (B)(6) 2018. The hcp office was attempting to reschedule the patient's appointment. Additional information was received from the manufacturer representative (rep). It was reported that the patient's appointment was now scheduled for (B)(6) 2018. Additional information was received from a manufacturer representative (rep). It was reported that the patient was being referred to a different hcp for replacement with a competitors ins. A revision was not going to be scheduled. No further complications were reported.